Event description:
It was reported that 2 days after a coronary drug eluting stent treatment procedure, a subacute thrombosis occurred. In 2004, the lesion being treated was a non tortuous, non calcified diagonal lesion. Via right femoral artery approach, the physician predilated the lesion with a 2.25 mm x 15 mm balloon, type unk. The physician then successfully deployed a taxus express2 8.8% 2.5 mm x 16 mm drug eluting stent. Medications given prior to the procedure were plavix 300 mg, aspirin 325 mg, IV heparin, and nitroglycerin patch. IV heparin was continued during the procedure. The stent final result was well apposed and positioned. No pt complications or injuries occurred. The pt was instructed to continue taking plavix after the procedure. Two days later, the pt presented with chest pain and syncope. Repeat angiography revealed a thrombosis within the taxus stent. Balloon angioplasty was performed to open the lesion. The physician then deployed a taxus express2 8.8% 2.5 mm x 8 mm at the thrombosis site. The pt is listed in satisfactory condition. It was reported that the physician does not believe the thrombosis was related to the stent.